Event description:
Emergency medical service personnel were attending to a patient, condition unknown. An attempt was made at monitoring the patient and allegedly the monitor displayed a continuous connect electrodes message and failed to display the patient's electrocardiogram. The operator verified all cable/electrode connections and could not discern a reason for the message. The patient was transported to the hospital. There were no adverse affects reported to the patient as a result of the alleged malfunction.